Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pace/sense lead and associated device displayed noise, low r wave measurements and sensing issues. The patient's defibrillation lead was displaying low shock impedance measurements. The patient was seen for a revision procedure where the system was explanted. A request for additional information from the local field representative was made. No further information was provided. It is unknown if the products will be returned for analysis. There were no adverse patient effects reported.